Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was being performed when the issue occurred and was completed with a delay of ess than 20 minutes by using another system. The philips field service engineer (fse) visited system onsite and confirmed that the system could not emit x-rays. Upon troubleshooting, the fse stated that the issue might be with the ippc. The cause of the ippc failure could not be determined by the supplier's part analysis; however, replacing the ippc and hard disk by the fse had resolved the issue. The system functional tests were performed, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The device problem code was corrected.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.